Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Customer stated that the drive arms did not stay locked down. During troubleshooting customer reported that the lead screw over rotated.